Event description:
New information notes the lead was capped.

Event description:
It was reported that an asymptomatic patient presented in clinic for prophylactic imaging. Externalized conductors were observed via fluoroscopy. Electrical function was normal and no anomalies were noted. The lead will be monitored.